Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated that his last device that he had only last 2.5 years or so. Patient reported his first device lasted 9 years. The patient thought there was something wrong with the device. Patient stated he had the device replaced right before the device died. No further symptoms or complications reported or anticipated.